Manufacturer narrative:
Ref: (B)(4). This report is being submitted late, due to an internal retrospective review. Complaint sample was evaluated and the reported event was confirmed. Evaluation show that driver tip is broken. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a possible use error as a result of not using the tap when inserting anchor into hard bone. Per quattro x IFU (B)(4) "it is recommended to use the tap for hard bone for proper anchor insertions." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a quattro x driver shaft broke during deployment, and was left in the screw cavity flush with the top of the suture anchor.